Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed, add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the strained cable was excessive force. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient electrode belt had a damaged cable and that the patient was receiving add gel messages without a prior gel release.